Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, that several conductors had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the medial section of the lead's insulation was torn and was breached cut, the outer overlay tubing had a white substance, there was blood in/on the helix mechanism and sleevehead, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had oversensing and could not be repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.